Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the device was returned and it is possible to observe that the plastic tray was broken. No other issues with the device were noted. Based on the condition and evaluation of the returned device, this failure is related to problems traced to the inappropriate transport or storage of the device. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used during an endoscopic submucosal dissection (esd) procedure performed in the gastric mucosa on (B)(6) 2020. According to the complainant, prior to the procedure, the physician unpacked the outer package and found that the package was damaged. Reportedly, the sterile seal was not intact. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.